Manufacturer narrative:
Upon retrospective review, the issue was determined to be reportable as an MDR.

Event description:
A software coding error resulted in an incorrect registry setting where the units that are displayed for organ dose are mismatched with the numerical value displayed. The problem was not discovered for a long time, likely because customers had not changed the default registry setting for radiation dosage (which is correct) to display organ dose until now. If a clinician did not notice that the displayed individual image dosage was well outside of the normal range, they could think that the patient had received less radiation than they actually had and so any additional imaging studies would expose the patient to more cumulative radiation than expected. The incorrect dosage value is not preserved or saved unless a screen capture is generated or the "copy image" or "save image" feature is used. For organizations that calculate a cumulative radiation dosage value for patients, the correct dosage data from all types of scans (not just mammography) should be in a pacs or other central location or system, not in the mammo application. The actual dose values saved in the pacs in the dicom image headers are correct in case they are used to calculate cumulative dose.